Event description:
Customer reported she had high blood glucose of 560 mg/dl. She is usually high due to stress. Customer stated she has calibrated with high readings. Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 74 mg/dl and the blood glucose was 210 mg/dl and she was receiving low alerts. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.